Manufacturer narrative:
E1. Initial reporter phone: + (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31641724l and no intnernal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulsed field ablation (pfa) procedure with a varipulse¿ bi-directional catheter and experienced acute coronary spasm. The report indicated that during pfa ablation for paroxysmal atrial fibrillation procedure, while delivering the first pfa energy, st elevation occurred due to acute coronary spasm. The st elevation was noted in the inferior ECG leads following the first pfa ablation on the left inferior pulmonary vein (lipv). The changes were resolved within ten (10) minutes. Acute coronary spasm was suspected, and a glyceryl trinitrate (gtn) infusion was administered. St segments returned to baseline, and the procedure was completed without any further events or complications. The product was not used for a clinical trial. There were no consequences for the patient due to the event. The surgery was prolonged by twenty (20) minutes due to the event. The patient remained stable and planned for discharge later that day. There were no error/faults observed with the carto/trupulse systems, and no issues noted with consumables. Since there were no faulty products involved, the products were not available to be returned. The physician¿s opinion on the cause of this adverse event was suspected of acute coronary spasm during initial delivery of pfa, recovered within 10 mins. The general anesthesia (ga) team administered metaraminol. St elevations eventually settled, and the ablation was resumed. Gtn infusion was started and stopped after the procedure. The patient was sent back to the ward and was discharged later that day. The patient did not require extended hospitalization. Trupulse generator/pump, and vizigo sheath were used for the procedure.